Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during patient therapy. The pump was programmed to infuse magnesium at 100 ml/hr. After the infusion was completed, at least 50ml of the solution remained in the bag. The issue was further described that, the nurse was unaware if the bag was back primed with extra fluid. The next bag was hung and seemed to be dripping appropriately. When the infusion was checked an hour later there was at least 75ml left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.